Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the surgeon felt that the reload was not fired until the end because it stopped firing in the middle. Some staples were not fully formed. The knife had stopped in the middle and would not move forward with the blue button has been pressed down. Surgeon has waited couple of seconds and then pressed grey button to return the knife back. Knife has been successfully returned. The same problem has been noticed with another reload.